Event description:
It was reported that a home patient (hp) failed to follow therapy steps by connecting before priming. The care giver (cg) stated they connected the hp and pressed go and the hc went into priming. The cg stated they noticed the patient line was not primed, so they disconnected the hp and put a flexicap on the patient line. The cg thought priming was done so they started initial drain. The technical service representative (tsr) had the cg close the clamps and cycle the power on the homechoice. The tsr assisted with getting the set out and explained to the cg that they would have to start therapy over with new supplies. Proper procedures were reviewed with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where patient failed to follow therapy steps by connecting before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.